Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the post of the instrument tracker with a sphere attached to it fell off mid-case. The reported cause of the event was that the instrument was being used for navigation of a thoracic probe and post of tracker fell off during use. There was no physical impact to the tracker when this occurred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) the post for marker #1 had been broken off and was missing. Otherwise, the tracker received known good instruments without issue. With the remaining markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.